Manufacturer narrative:
Product analysis: visual and microscopic examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material deformation. The location and nature of the wear is consistent with instrument usage. The above observations are consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 6474525, 510k# p060023 and (B)(4) is available for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diangosed for disc hernia. The patient underwent dyram disc implantation. Intra-op, after the cutter was unpacked and connected but it did not rotate properly, so had to be replaced. The cutter came in contact with the patient. No patient complcations were reported as a result of the event.